Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported by customer that upon 5fu pump removal, rn noticed that the patient had crystalized 5fu on his chest near second microclave. The patient stated he didn¿t notice any leaks while he was at home, however rn noticed crystalized 5fu upon initial assessment. Rn washed the patient's chest with soap and water prior to discharge. Additional info from customer: ((B)(6) 2023) it was reported that the event caused a delay in medication and hazardous drug spill/exposure on patient.